Manufacturer narrative:
This device remains implanted and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. Data analysis was performed and noted that the increase in power consumption was due to high rate atrial sensing. Subsequently, this device was reprogrammed. The device remains in service. No adverse patient effects were reported.